Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient was unable to connect the ipg with external devices following a unrelated surgery (rf procedure). Troubleshooting was tried which resolved the issue. The patient is successfully able to connect the ipg with the external devices.

Event description:
Follow up information identified the patient¿s scs system was explanted on (B)(6) 2018 due to infected lead site (please see MFR. Report #: 1627487-2018-07050).